Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was found that both the atrial and hvb setscrews were rounded in the device.

Event description:
It was reported that during the implant procedure, both the right atrial and right ventricular pace/sense set screw would not tighten down.the device/lead was not implanted. No patient complications have been reported as a result of this event.